Manufacturer narrative:
Device received with detached or broken end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a33 alarm due to detached or broken end cap. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had compromised force sensor system alarm. The customer stated that the drive support cap was sticking out. The customer also reported that reservoir lip was worn and did not see o-ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.